Event description:
A sales representative reported seeing posts on the instagram account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has 129,000 followers, and the post discussing pah has 117 comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures patient #2 of 21. The patient reported stated it happened to them after just one.

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. No further information can be obtained due to no contact information for the patient.

Event description:
A sales representative reported seeing posts on the instagram account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has 129,000 followers, and the post discussing pah has 117 comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures patient #2 of 21. The patient reported stated it happened to them after just one.